Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. Microscopic examination inspection revealed a 12mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in an unspecified vein for dialysis. A 5.0mmx60mmx135cm sterling¿ balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres in less than 1 minute. The device was removed completely by simply pulling back out and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in an unspecified vein for dialysis. A 5.0mmx60mmx135cm sterling¿ balloon catheter was selected for use to dilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres in less than 1 minute. The device was removed completely by simply pulling back out and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.